Event description:
It was reported the patient was diagnosed with an infection at the ipg site. The patient's system was explanted and the patient was given antibiotics to address the infection. Follow up information indicated the patient's infection has resolved.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was given antibiotics to address the infection. The patient's infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.